Event description:
The patient reported he was unable to establish communication between his ipg and external devices (charging system and patient programmer). The patient stated he turned his scs system off for police academy training, during which he would participate in the use of a taser gun. The patient reported having a full ipg battery when the stimulation was turned off. When he tried to turn stimulation back on, he received an ipg communication error. Surgical intervention will be undertaken at a later date to resolve the reported.

Manufacturer narrative:
The ipg serial number was included in field advisories. Recall number: 1627487-05242011-002-r, 1627487-12192011-003-r, 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.